Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 185 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer reported the auto mode turn off message from the auto mode readiness screen. Fill cannula was recorded in daily history. The insulin pump did not pass self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to cold solder joint at keypad assembly.